Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 400-500 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.